Event description:
A pt presented with acute renal failure, tachypnic, restlessness and was confused. Continuous venovenous hemodiafiltration (cvvhdf) was started then dopamine was started at 5mcg/kg/min for low bp. The bp continued to drop so the levophed and dopamine were increased. Twenty minutes later, the bp did not improve and the heart rate started slowing. A code blue was called. The pt had no pulse and CPR was started. The cvvhdf filter was clotted. The staff was unable to resuscitate the pt. The pt was pronounced fifteen minutes after the code blue was called. Prior to this event the machine was changed. Five filters from this lot were used in the first machine before it was changed.